Event description:
The physician phoned to report that this device presented in a hardware reset state. The patient was at a routine 6-month follow-up when the reset was discovered. It was also observed that the ICD was at end of life at 2.3v. The patient reported to the physician that they had been shocked by an external electrical system in 12/2002. The ICD was removed and returned for analysis.